Event description:
A consumer called to report that since having multifocal intraocular lenses (iol) implanted bilaterally, he has had blurred vision for distance and near, which interferes with his golfing and reading. There is no intervention planned at this time. He will continue to follow up with his surgeon. Additional information was requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).